Manufacturer narrative:
Zimvie complaint number (B)(4). Additional report to update the placement date to unknown. The following fields have been updated: b4: date of this report. B5: describe event or problem. D6a. If implanted, give date : updated to unknown. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text: summary investigation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the implants were placed on tooth locations 45 and 46, 3 months later they achived osteonintegration. Loaded 4 or 5 months later without any issues. In 2021 infection was noticed and it was treated with antiobitics. Curettage was performed in 2022. In 2023 the issue became worst and the implants were lost due to peri-implantitis in 2024. Inflammation and abscess reported as a consequence of the event. This report refers to 2023 infection.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D10: concomitant medical product: spwb10, impl tapered sp 4.8mm 10m m octagon, lot: 2019071246. D10: therapy date: unknown / not provided. G4: premarket identification: k011245/k002188. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.